Event description:
It was reported that during a peripheral intervention, a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right anterior tibial artery. A 300cm v-14'' controlwire and a 014 rubicon 150cm was placed at the target lesion. During withdrawal, when the v-14 controlwire was at the proximal portion of the right anterior tibial artery, approximately 1-2 cm of the distal tip was sheared off as it was withdrawn through the rubicon catheter. The detached tip became lodged in the collateral anterior tibial artery. There was no attempt to retrieve the detached tip. The procedure was completed. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).